Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the coil cap of a small volume intermate device separated from the housing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Lot number and expiration date were updated. The lot was manufactured from september 17, 2014 to september 22, 2014. The device was received and evaluated for the reported event. Visual inspection revealed the white coil cap had separated from its housing. The reported condition was verified; however, the cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.